Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the hypersensitivity cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.

Event description:
A 42-year-old female patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, the patient reported to novocure that on (B)(6) 2026, she presented to the hospital with an allergic reaction characterized by diffuse erythematous patches on her entire body. On (B)(6) 2026, additional information was received indicating that the reaction was suspected to be associated with device use. Following consultation with a healthcare provider, the patient was prescribed an oral antihistamine (cetirizine). Optune gio therapy was temporarily discontinued. Multiple attempts were made to contact the prescribing physician; however, no response was received.